Event description:
A report was received that during a dbs implant procedure while the physician was drilling the hole in the skull the perforator of the surgical drill, not a bsn device, did not stop and it went through the dura and some of the brain. The physician repaired the hole, confirmed the patient was doing fine and proceeded to implant the dbs burr hole cover and system. The patient received benefit without any side effects.